Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was not returned. The reported condition was confirmed. The device was returned with a fractured waveguide. However, the detached component was not returned. The device was not functional. Investigation personnel concluded that the titanium waveguide fractured from continued use after the waveguide was excessively torqued during use, causing it to come in contact with the clamping jaw. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device stopped working during assembly where in the red light went up and did not work even by replacing the battery and generator. The procedure was completed by using another device. It was confirmed that there was nothing fell into patients cavity.